Manufacturer narrative:
Analysis: the sample was not returned from the user facility; therefore, a device evaluation is unable to be performed. A lot history review revealed 4 additional reocclusion complaints were associated with this lot. A review of the device history record (DHR) indicates the lot was manufactured to specification. Conclusion: the actual sample was not returned for evaluation. The DHR found nothing to indicate a manufacturing related cause for this event. The investigator assessed the event was possibly related to the study device and procedure, and definitely related to the av access circuit. Based on the instructions for use (IFU), the occurrence of reocclusion is an inherent risk of any pta procedure, and has been reported in clinical trials of drug coated balloons. If additional information becomes known to the manufacturer, a supplemental report will be provided with all relevant information.

Event description:
It was reported through a clinical registry that during a index procedure, one lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter was used to treat the target lesion located in the cephalic vein outflow track of the native av fistula. Approximately 12 months after the index procedure, the patient had poor access blood flow during a dialysis session due to reocclusion of the target lesion. The health care professional performed a revascularization involving a fistulogram and percutaneous transluminal angioplasty (pta). The investigator deemed the revascularization was successful. The investigator assessed that the event was possibly related to the study device and index procedure, and definitely related to the av access circuit. The sample was discarded by the user facility and is not available for evaluation. No further adverse patient effects were reported.